Event description:
It was reported, to medtronic minimed. That the customer, experienced sensor glucose vs. Blood glucose, harm reported. With no reported allegation of a device malfunction. The customer reported, blood glucose value of 42 mg/dl. The customer reported, hypoglycemia treated with glucose/carb intake. Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-7040a, mmt-332a, mmt-1884, mmt-242a. Customer reported, low blood glucoses. Customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. Mmt-7040a was requested. And customer response was, the device will be returned. Mmt-7040a was requested. And customer response was, the device will be returned. No product return is required for mmt-332a, no product return is required for mmt-1884, no product return is required for mmt-242a. It was unknown, whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.